Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an external device. Pt rep reported that the power button on the wireless recharger (wr) was intermittently turning orange, noting that the issue occurred 3-4 times in the last month. The caller also noted that the issue had not occurred in probably a week. Manufacturing representative (rep) was present at an appointment last thursday and the caller informed the rep of the issue, so the rep advised the caller to contact patient services to report the issue. The patient does not use the recharger app, so error code was unknown. The caller mentioned that they had been able to resolve the issue by powering the wr off and on, or by docking and undocking the wr. The caller confirmed the patient could still charge their implant. Agent advised the caller to use the recharger app the next time they notice the wr power button turning orange to check for an error message, and to follow the instructions that appear in the error message. The caller said they would do as advis ed. No further action was taken by patient services. Additional information was received from patient rep and he said he has called a couple times about this problem before. The recharger light keeps going orange. It has been like that for the last 24 hours. He tried to reboot and it wouldn't resolve the issue. Patient said they talked to the rep last week over the phone and he said to call in and request a replacement. Sent a request to repair to replace the recharger. Rep called to inquire about how to "reboot" the recharger. Caller called in because when in the recharger app he saw code 1713 - reviewed code meaning and redirected to hcp. Open case to send a request to repair to send a replacement recharger. Additional information was received that patient rep called and stated that they have been using the recharger for about a month, but today when the patient was done recharging they felt an internal electric shock under their skin. Agent reviewed, the patient was redirected to their hcp to further address the issue.